Manufacturer narrative:
Initial reporter is a synthes sales consultant. Part 387.358, lot l238867: manufacturing site: (B)(4). Release to warehouse date: february 10, 2017. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was completed: the guide rod (part 387.358) is a reusable instrument in the synframe system which allows for a less invasive spine surgery by eliminating hand-held retractors and allowing direct visualization. A minimum of four retractors are utilized, each inserted into a guide rod (387.358) and locked into place by rotating the blade 90 degrees. The guide rods can then be attached to the holding ring (387.336) through ring clamps (387.347). Each guide rod has a swivel clamp which can be adjusted on its axis to enlarge the visible operating area. Visual inspection performed observed stuck condition on the returned device. The portion of the guide rod that hold the retractor is returned stuck at an angle at the pivot. No other issues such as breakage was identified on the returned device. Both complaint condition replication and functional inspection was not able to be performed due to stuck condition. The received device condition does not agree with the complaint description and therefore reported broken complaint condition was not able to be confirmed. However with the new issues identified the overall complaint condition was confirmed. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision) were reviewed and no design issues were identified. Dimensional analysis performed was not performed as the portion relevant to complaint condition is not accessible for measurement due to post manufacture stuck condition. No definitive root cause was able to be determined, however it is most likely due to excessive tightening force in setting up the construct or improper lubrication could have contributed to the reported complaint condition. The overall complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the routine incoming inspection on august 31, 2018, the synframe guide rod was noted to be broken. There was no procedure or patient involvement. During evaluation of the device, the manufacturer noted the portion of the guide rod that holds the retractor was returned stuck at an angle at the pivot. This report is for a synframe guide rod. This is report 1 of 1 for (B)(4).